Manufacturer narrative:
Manufacturer ref: (B)(4). Baxter received and evaluated the device. The eval reproduced and confirmed the reported false upstream occlusion alarms. The unit had low upstream sensor readings due to a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump was alarming falsely for upstream occlusion. It was also reported that there was no pt injury.